Manufacturer narrative:
Patient's race and ethnicity were not provided; however, the nationality of the patient is (B)(6). Patient's date of birth was not provided. The device was received and the evaluation is anticipated. Once the investigation is completed, a supplemental report will be submitted.

Event description:
It was reported that an inclusive handpiece implant driver did not engage with the implants. The issue was discovered during the procedure; however, there was no injury or delay of treatment to the patient.

Manufacturer narrative:
UDI- is not applicable due to the date of manufacture. The device was returned and investigated. The device history record (DHR) was reviewed and there was no evidence discovered to indicate that a product defect or non-conformity contributed to the issue. The part met all criteria called for in the production router. The part was visually inspected and radiographic inspection was performed. The part returned found the hex did not meet specification. The possible root cause is the driver became warn over the years of usage and resulted in a failed engagement of the implant. This can be caused by excessive usage and force applied when engaging the components. This is an isolated event and the only reported incident for this model and lot number. This event will be tracked and trended.